Manufacturer narrative:
The device remains in service for approximately 14 years, 2 months since event date 10/21/2021. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed.the device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. However, following controls are in place to mitigate the reported product issue. Per the qa petite and petite j in-process and final inspection procedure, the procedure indicates that the lead is checked 100% for electrical function. The procedure includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring. Tubing inspection is inspected according to criteria/inspection of polyurethane and silicone tubing. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, verify presence of weld spots on the connector hull, weld should be smooth and shiny, and verify that there is no hole in laser weld impression. Per IFU: the use of the subclavian vein puncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian vein puncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) have not been entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The elapass-p and elapass-pj models are passive fixation leads specifically indicated for cases with congenital or acquired heart disease and where passive fixation lead provides satisfactory positioning stability in the ventricle or the atrial appendage this lead is no longer manufactured by oscor. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this device for complaint trends. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that lead p758 measuring low impedance, < 200 ohms for the past 4 years. There was no adverse patient side effect reported. No additional information is available.